Event description:
Nurse in clinic was preparing to fill syringe to give pediatric immunization. She noticed a foreign liquid with a piece of material floating in it. She took a second syringe and upon inspection noticed a similar condition. Neither syringes were used on a pt.